Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to pump shutting off unexpectedly. Customer delivered a correction bolus to address bg level. Customer reverted to manual injection for insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.